Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the catheter was not slit along the score lines. The mechanical operation of the catheter slitting showed a spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. Slitting did not occur on the score line and continued to the distal portion of the hub not on the score line. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician attempted to slit the catheter sheath, but the slitter came out of the sheath, which left an edge on the catheter and it tore the insulation of the lead while the physician was manipulating the lead to finish the slitting. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.